Event description:
The event was reported by a user facility medwatch. The clips that crossed over themselves during pretesting of the device prior to an unk procedure. There were no pt consequences as a result of this event.